Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device had discolored rear panel and cracked bezel. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a colonoscopy procedure, the high-definition lcd monitor had intermittent static image. It was noted, the procedure was delayed by a few minutes but did not need to be canceled. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information on evaluation finding, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional evaluation finding was identified indicating the device had no image due to faulty quantum board (qb). A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported issue occurred due to a malfunction of an internal board. However, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.